Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultramini meter was in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred the week prior to contacting lfs. The patient did not report what medications she takes to manage her diabetes or if she made any changes to her usual diabetes management routine. The patient reported a few hours later, she developed symptoms of "shakiness". The patient denied receiving any treatment in response to the reported symptoms. At the time of troubleshooting, the cca was able to assist the patient to resolve the alleged issue with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test due to the alleged issue and developed symptoms suggestive of severe hypoglycemia.